Event description:
The customer reported that the sensor pad is not triggering the alarm when pressure is taken off the pad. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Results: eval of the returned product shows that the pad had been folded and creased, but still functions. (B) (4).